Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented with f68 (malfunction in a/d converter circuitry: a/d conversion for channels 8 through 9 did not complete in 72 us) alarm. The alarm occurred when the device was turned on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported alarm was not verified in the alarm lot nor during functional testing. It was determined that the device met functional specification. Should additional relevant information become available, a supplemental report will be submitted.